Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and the lasso nav catheter became entangled in a left inferior pulmonary vein stent and became stuck. The physician could tell that the catheter was "snagged on something". It was confirmed through fluoroscopy. Interventional cardiology, interventional radiology, and cardiac surgery were consulted. Multiple attempts were tried to free the catheter. The patient was transferred to the operating room (or) for further intervention. At the end of the procedure, after all ablation was completed, a "current leakage error" occurred when the lasso catheter became entangled in a stent (previously-placed at another facility) around the electrode, causing signal loss (appeared black on the carto map) confined to the catheter¿s intracardiac leads (distal poles 1 and 2). The interference affected both the carto® mapping system and the recording system, while body-surface/other ECG signals remained unaffected; an ECG monitor was available to the physician throughout. The catheter was a fixed-curve lasso with a functional deflection knob; distal damage remains unknown. A sl1 sheath (abbott medical, 8.5 fr, 71 cm; catalog 407451) was used. The lasso catheter was successfully removed surgically, and the patient was doing well.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).